Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. Due to the ceramic head fracturing in half, the head dissociated from the stem. The head and liner were revised. Rep confirmed that there were no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding crack/fracture of a ceramic head involving an insignia stem was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. It was reported that the patient's right hip was revised due to the ceramic head fracturing in half. The head is dissociated from the stem which is caused by the fractured ceramic head. The head and liner were revised. The stem remained implanted. A full investigation is completed on the ceramic head within the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Correction: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. It was reported that the patient's right hip was revised due to the ceramic head fracturing in half. The head is dissociated from the stem which is caused by the fractured ceramic head. The head and liner were revised. The stem remained implanted.